Event description:
The physician reports to us that a (B)(6) female was referred to him for assessment of allergy in view of chronic urticaria. The patient developed urticaria immediately after surgery, within 1 hour post-op; and she has since then had daily occurrences of urticaria rash on face and trunk: suture used in surgery is suspect. The patient underwent a peroneus longus tendon transfer (ankle) with the use of a mitek mini quickanchor plus 2/0 for fixation on (B)(6) 2009. The patient developed urticaria immediately after surgery. At some point in time subsequent to this procedure, and for whatever reason, the patient underwent another tendon surgery (osteotomy with reconstruction of peroneus longus tendon reinforcement with extensor digitorum) in the same lower limb, this time using a mitek gii quickanchor plus for fixation. Interestingly, the suture from the previous surgery was not removed, however, the patient's "symptoms have improved markedly after the second tendon surgery...." Patient was / is being treated with antihistamines; fexofenadine and chlorphenamine. Patient has no known food or medication allergies. There have been no changes in the patient's food or environment. Patient had reacted to the plaster cast (fiberglass) after the surgery; rash lasted several weeks. No allergy testing for suture has been conducted to date. The patient has no history of allergy except possibly a urticaria rash only once many years before, and it was thought to be related to chlorine in a swimming pool. Urticaria (hives) are localized, pale, itchy, pink wheals (swellings) that can burn or sting. They may occur singularly or in groups on any part of the skin; they are part of an allergic reaction and are very common.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.